Manufacturer narrative:
The MFR's svc rep performed an on site investigation. The lemo connector and the interface board were replaced. The system was tested and operates as intended.

Event description:
The customer reported a communication failed error message on the 9900 system. No pt injury was reported.